Manufacturer narrative:
The insulin pump was received with an unresponsive button due to a corroded keypad trace. No button error alarms occured. The insulin pump was returned with a missing end cap sticker, however, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 430 mg/dl. The caller stated that the insulin pump alarmed button error prior to the event, and the customer was unable to clear it the alarm. Troubleshooting was performed. The customer stated that the buttons were not pressed for greater than three minutes. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.